Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. If any additional information is provided indicating otherwise, the investigation will be updated accordingly.

Event description:
Variax clavicle device implanted on (B)(6) 2019. Revision surgery (scheduled march 4, 2019) required due to poor fixation.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Variax clavicle device implanted on (B)(6) 2019. Revision surgery (scheduled (B)(6) 2019) required due to poor fixation.